Event description:
It was reported that during the implant procedure, the device was showing eri behavior. The device was showing vvi 65 and indicated eri. The device had only been exposed to cold for less than one day. Today, no eri message or behavior and battery is 2.78 v and 400 ohms. Concerned that device was at eri on (B) (6) without having been subjected to long term or severe cold and wanted to send it back. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device (B) (4) with device ID (B) (4) was not returned for review analysis. No patient complications have been reported as a result of this event.